Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan result on the adc device compared to unspecified reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but was "somewhat pale", whereas the blood glucose measurement was much lower. Adc scan result of 347 mg/dl was then obtained while the blood test showed 107 mg/dl. The customer treated the situation by consuming food. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.